Manufacturer narrative:
Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for the additional PMA / 510(k) number is as follows: PMA / 510(k)#: k023331. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes contained yellow fm. No serious injury or medical intervention reported.